Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, a dissection of the coronary sinus was observed through an angiogram after removal of the guidewire. This was observed at the point of cannulation. The patient was in good condition and required no additional intervention. The procedure was completed without implanting a left ventricular lead.